Manufacturer narrative:
B5: additional information. H6: health effect -clinical codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient preferred to withdraw care due to low quality of life, 2/2 infection, ventricular tachycardia, and physical debility. The death was not considered device related. The device operated as expected and would not be returning.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The ventricular assist device (vad) was deactivated. The patient had been on palliative care.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported infection, arrhythmia, and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, infection, and death, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.